Manufacturer narrative:
Revision occurred after 3 weeks due to infection at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 3 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to instability induced by infection. A 36 mm + 3 humeral stability cup was explanted and replaced with a 36 mm + 9 humeral stability cup.